Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd bbl¿ isovitalex¿ enrichment, there was insufficient growth of francisella bacteria. There was no patient impact or health consequence reported.

Manufacturer narrative:
Investigation summary -isotalo enrichment is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied. The diluent is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into vials; stoppers and crimp caps are applied by machine per a standard operating procedure (sop). Five isovitalex enrichment vials are then manually packaged with five vials of diluent to complete the kit (material 211876). The lyophilization process can result in varying appearances of the lyophilized media. Media should be completely lyophilized before reconstitution. Isovitalex enrichment kit is composed of isovitalex enrichment batch 3271154 and diluent batch 3145083. The batch history record review for kit batch 4009828, isovitalex enrichment batch 3271154 and diluent batch 3145083 were satisfactory at time of release per internal procedures. The components of kit batch 4009828 were reviewed and the component batch history records were satisfactory at time of release, and no quality notifications were generated during manufacturing or inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained online. Routine stability studies are performed annually per internal procedures for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis of each product. Stability data for this product is on file. All performance testing was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4009828. Retention samples for batch 4009828 were not available for inspection and testing. No returns were received. Five photos were received to assist with this investigation. All five photos showed different angles of two lyophilized enrichment vials of batch 3271154 exp 2026-09-13. It is acknowledged that there are differences in color of the lyophilized media in the vials featured in the photos. Bd does not claim a specification for the appearance (color, texture and clarity) of lyophilized isovitalex enrichment. After reconstitution, the media is expected to be light pink to pink tan in color and clear to trace hazy in clarity per the coa (certificate of analysis). There may be visible variations in color of the reconstituted media, even within the same batch, but each vial is evaluated individually. Therefore, there were no appearance defects observed in the photos provided. This complaint cannot be confirmed for performance (atypical growth), color variation or physical defect (vacuum issue). Bd will continue to trend complaints for defects.

Event description:
It was reported while using one (1) bd bbl¿ isovitalex¿ enrichment, there was insufficient growth of francisella bacteria. There was no patient impact or health consequence reported.